Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05134. It was reported that rotawire fracture occurred and a rotablator burr perforated the patient's artery and the patient died. A rotawire and rotablator burr were selected for use. During procedure, it was noted that the rotawire became fractured causing the rotablator burr to perforate the patient's artery. Consequently, the patient died.